Event description:
It was reported, that the patient suffered an air embolism in the right coronary artery, during ablation. It was noted, that the patient had exhibited hypotension and became bradycardic. One of the pressure lines for the agilis his pro catheter was noted, to run out of fluid, which caused the air to enter the patient. The patient returned to sinus rate and vitals self-normalized. The patient was stable.

Manufacturer narrative:
Correction: d4 - to include model number.